Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that there was debris in the sterile packaging. The device was not being used in surgery. There was no additional info provided.